Event description:
It was reported that after putting in the balloon, the pole broke when starting to pump in the contrast media. Based on inspection of the sample, the product was found to have burst.

Manufacturer narrative:
The sample was returned. A mfg review was conducted and there was nothing found to indicate there was a mfg related cause for this event. The reported event has been confirmed. Inspected noted that the catheter shaft was ruptured at the proximal end of the balloon. No pieces of the shaft material appear to be missing. Evaluation did not find any obstructions in the lumen or other defects/conditions that would have contributed to the reported event. The root cause of the rupture is unk. (B)(4).